Manufacturer narrative:
The device was received for evaluation along with a syringe and calcium chloride (non baxter products). A visual inspection and microscopic inspection was performed which revealed a reddish colored pm in the needle syringe (non baxter product). The pm was similar color, texture and shape as the missing segment from the calcium chloride vial stopper puncture site. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed in the syringe used on a floseal (5 ml) device. The physician stopped using the floseal and used a new product. This was identified during setup in the hospital. There was no patient involvement. No additional information is available.